Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) battery was under additional strain due to optimization programming that took place at the physician's office. The crt-d was checked to determine if there were alternative programming options that would allow the battery to last longer, but it was decided to not reprogram the crt-d. No patient complications have been reported as a result of this event.